Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported mechanical issue was confirmed through analysis. It is probable the identified pump activation issues most likely resulted in the mechanical issue allegation. Technical analysis: the reservoir, cylinders, and pump were returned for analysis to our post market quality assurance laboratory. Visual examination of the reservoir identified a war at a fold in the reservoir shell and the kink resistant tubing (krt) was worn down to the filament. Functional testing of the reservoir identified a pinhole leak in the reservoir shell, which is commonly observed to occur during the explant procedure. Visual examination of the cylinders identified the krt was worn down to the filament. Both cylinders performed within all testing parameters. Visual examination of the pump identified the pump krt was worn down to the filament. Functional testing of the pump identified the pump requires more than 8lbs of force to activate. The pump activation issues could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical intervention to revise this inflatable penile prosthesis (ipp) due to the device no longer was working. The ipp was explanted and replaced without any clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the implantable penile prosthesis (ipp) implanted in this patient stopped working. The ipp remains implanted and active.